Event description:
It was reported that approximately 3 hours into a da vinci si prostatectomy procedure, the prograsp forceps instrument malfunctioned. Inspection of the instrument by the surgical staff found that the instrument was disjointed at the junction of the shaft and the endowrist instrumentation, thus requiring simultaneous removal of the cannula and instrument from the patient's abdomen. Shredded fibers from the sheath surrounding the instrument fell into the patient's abdominal cavity. The fibers were retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted because the subannular apparatus was heavily deformed and essentially stenotic. This was an unsuccessful valve replacement. Per the operative report of (B) (6) 2009, "the valve seated on top of the annulus. However the left ventricular outflow tract and annulus were so deformed by his bicuspid changes that I felt that there was a subvalvular stenosis. There was quite a small opening beneath the annulus because of the rigidity of the annulus itself and the muscle band. I initially did not feel that this would give him adequate out flow tract. I also initially attempted to perform and end-to-end anastomosis to the aorta itself to my hemashield graft. The aortic root was incredibly firable especially around the coronary arteries and the left main coronary artery began to tear where I was attempting to do the anastomosis. I felt my only option was to give him an adequate left ventricular outflow tract and to reconstruct the left main coronary artery was to take the pericardial valve out and do a complete root replacement. I indeed excises the pericardial valve completely."

Manufacturer narrative:
Unsuccessful valve replacement. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process.